Manufacturer narrative:
D1 - brand name, d4 - model #, d4 - primary UDI number: corrected. D7a, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. Power up test was performed and it was found that the pump failed the test. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective communication module.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported during use that when the pump is turned on, it then shuts off. The pump was charged overnight, but it continues to do the same thing. After the first dose is given, the pump shuts down. There was patient involvement and no reported harm.